Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - additional information, remove h6 health effect-clinical code 1994 pain.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 10/03/2023. It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen. Approximately on (B)(6) 2023, the pediatric patient experienced a detached sensor wire which occurred an unknown number of days after the sensor had been inserted in the right abdomen, according to this report. Another detached sensor wire occurred with a subsequent sensor insertion which occurred on the left abdomen on (B)(6) 2023 was captured in a separate complaint. The patient was brought to the hospital. In the hospital a diagnostic x-ray showed 2 retained sensor wires, 1 in the left abdomen, which is regarding sensor session, and one in the right abdomen which is regarding this event. The area on the left containing the retained sensor wire was rounded and painful. The retained sensor wire area on the right (this report) was visualized on x-ray as a boomerang-like shape and the area was not painful. The meeting scheduled with the surgeon was set for (B)(6) 2023 and the surgery took place on (B)(6) 2023. It was stated that a piece of sensor wire was surgically removed and that besides this, a piece of the sensor wire was also removed from the right abdomen. The patient was discharged, even though it was not known how much time the patient spent in the hospital in total and had outpatient surgical consultations. The patient's surgical care had been finished due to favorable progress. The product was evaluated. An external visual inspection was performed and failed due to sensor wire is detached from sensor pod. The allegation was confirmed. The probable cause could not be determined post investigation. No additional patient or event information is available.